Manufacturer narrative:
H11: corrective data: corrected section: h6 (investigation findings and investigation conclusions).

Manufacturer narrative:
The device was returned to edwards for evaluation. Once additional information is received, a supplemental MDR will be submitted.

Event description:
It was reported that a patient with a 23mm 3000tfx aortic valve was explanted after an implant duration of three years, nine months due to perforation of the leaflet due to cor-knot. The explanted valve was replaced with an unknown size 11500a valve. The patient is doing well.

Manufacturer narrative:
Product evaluation: the customer report of leaflet perforation was confirmed. A perforation approximately 4mm long in diameter was observed on leaflet 2. The perforation was beveled at the outflow aspect, a typical characteristic of those caused by suture tail/fastener abrasion. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 4mm on leaflet 3 at the inflow aspect. Host tissue overgrowth on the stent circumference was minimal at the outflow aspect. X-ray demonstrated commissure 3 was bent outward. The sewing ring was cut off around the valve and exposed the metal band around the inflow aspect. Cut off sewing ring was not returned. Wireform was exposed on commissures 2 and 3.